Event description:
It was reported that pn 29gx 12.7 europe bd had foreign matter and was unable to deliver the medication. The following information was provided by the initial reporter: blocked caverject needle. We received a market complaint concerning a blocked caverject needle. To identify the cause of the blockage, the device was submitted to the lab for examination and analysis. Some material blocking the caverject needle was removed from the bore by pushing a very fine tungsten wire inside the needle. The isolated material was analysed using light microscopy and ftir spectroscopy and was identified as silicone.

Manufacturer narrative:
H.6. Investigation: no samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. However, the customer provided photos and an analysis report of the material inside the clogged needle. The material identified in the needle was silicone. Silicone is used for the lubrication of the needle. Based on the provided evidence, the 8d team leader was able to confirm the reported condition. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 29gx 12.7 europe bd had foreign matter and was unable to deliver the medication. The following information was provided by the initial reporter: blocked caverject needle. We received a market complaint concerning a blocked caverject needle. To identify the cause of the blockage, the device was submitted to the lab for examination and analysis. Some material blocking the caverject needle was removed from the bore by pushing a very fine tungsten wire inside the needle. The isolated material was analysed using light microscopy and ftir spectroscopy and was identified as silicone.